Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device was defective. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor on the compact air drive device was blocked, seized and rough running. It was determined that the housing, soft mode switch cpl and shaft were all damaged. It was further determined that the device failed testing for "check reverse locking mechanism", "check air hose coupling", "check function of soft mode switch (safety system)", "check triggers for fwd I rev mode", "check for untrue running", "check for excessive noise", and "check the power with test bench: min. 110 to 160 w". It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.